Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead recorded two inappropriate episodes due to noise on the shock channel. During a clinic visit, minimal noise was observed on the rate/sense channel with manuevers. All lead measurements were reported to be within their acceptable ranges.